Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, and broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and worn out. The reservoir no longer locked in place. The insulin pump was also cracked where the battery goes in. He kept the reservoir in with duct tape. About three months ago pieces started failing off the reservoir compartment and about a month ago the reservoir stopped locking in place. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.